Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer complained about his sensors not functioning properly. Customer stated that with his last sensor inserted, he received a lost sensor alert; he reconnected and received calibration errors and a change sensor alert. Customer reported that he removed the sensor and noticed the cannula was slightly bent. He stated that he has gotten bent cannulas on the last two sensors used. Blood glucose level 187 mg/dl. Nothing further reported.